Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient information not available.

Event description:
Received a report of the customer's maude database report from FDA which states, ¿the device had failed and was found to have cracked posts on the bezel. Patient involvement was reported. The reported issues states: in the last two weeks, I have had two pumps from avante fail because of cracked posts on the bezels, one which is currently involved in a patient incident. Upon further investigation, it was reported that the patient expired. No additional patient event or details are available at this time. A follow up report will be submitted upon completion of device evaluation and additional information obtained."